Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding recipient status were unsuccessful. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient is reportedly experiencing pain near the implant site. The recipient was given pain management medication. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.